Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy neck anastomosis surgical procedure, there was an unexpected setup joint (suj) movement in universal surgical manipulator (usm4). Technical support engineer (tse) advised them to press usm4 port clutch. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to press the port clutch button on the universal surgical manipulator (usm). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although a definitive root cause cannot be determined, the probable root cause is attributed to the set up joint (suj) being moved without the clutch button being pressed on universal surgical manipulator (usm4). This issue can be resolved by pressing the clutch button on the usm.